Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. Enomoto, y., egashira, y., matsubara, h., yoshimura, s., iwama, t., long-term outcome of endovascular therapy for large or giant thrombosed intracranial aneurysms, world neurosurgery, volume 144, 2020, pages e507-e512, issn 1878-8750,https://doi.org/10.1016/j.wneu.2020.08.213. If information is provided in the future, a supplemental report will be issued.

Event description:
Enomoto, y., egashira, y., matsubara, h., yoshimura, s., iwama, t., long-term outcome of endovascular therapy for large or giant thrombosed intracranial aneurysms, world neurosurgery, volume 144, 2020, pages e507-e512, issn 1878-8750,https://doi.org/10.1016/j.wneu.2020.08.213 medtronic literature review found reported of patient complications in association with pipeline flex implantation for treatment of large or giant thrombosed intracranial aneurysms. The purpose of this article was to understand long-term clinical and angiographic outcomes of evt for lgtias, we retrospectively analyzed our single-center data on multimodality endovascular treatment (evt) for patients with large or giant thrombosed intracranial aneurysms (lgtias). The authors reviewed 31 cases of patients treated for lgtias using either a deconstructive treatment which included parent artery occlusion, trapping, or proximal occlusion with coils, or a reconstructive treatment which included coiling with or without vessel reconstructive devices, such as a stent or flow diverter. Of the 31 patients, 21 underwent a reconstructive treatment with use of a pipeline flex stent or a non-medtronic stent. The article does not differentiate which patients were treated with the pipeline flex as opposed to a non-medtronic stent. Of the 31 patients, the average age was 65.8 years, 21 were female and 10 were male. The article does not state any technical issues during use of the pipeline flex. A favorable outcome at 12 months after the initial evt was obtained for 23 patients (74.2%). The following intra- or post-procedural outcomes were noted: 1. 1 exacerbation of hypoglossal nerve palsy from an increasing mass effect, 2 major ischemic complications by acute in-stent thrombosis, aneurysm recurrence and retreatment occurred in 2 patients treated with a reconstructive stent.